Event description:
Complainant alleged that the medics were responding to a call for a conscious 76 year old male pt who complained of not feeling well and suffering from hematuria for two days. The pt then lost consciousness and went into a full code. The medics then administered CPR to the pt. The device monitor indicated that the pt was presenting a ventricular fibrillation heary rhythm and had no pulse or blood pressure. The medics administered three progressive shocks at 200, 300 and 360 joules and followed their myocardial infarction protocol. The pt then presented a pulseless electrical activity heart rhythm. The medics administered epinephrine and atropine by intravenous and followed their pea protocol. The pt was transported to the hospital. The medics were unable to regain the pt's blood pressure. The pt subsequently expired. There is no indication that the pt outcome was as a result of the reported malfunction. The complainant indicated that upon subsequent review of the device's summary elecrocardiogram report. The device failed to record the last defibrillation at 360 joules.